Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, it was reported by a sales representative via (B)(4). That an ar-5400-15 vip¿ glenoid targeter, size 15 leg was bent during a case. This was discovered during a procedure, with no reported patient harm. Additional information was received on 1/13/2025: this was discovered during a reverse shoulder procedure on 12/30/2024. An extra guide was used to complete the case. There was no case delay.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, which may include improper bone preparation, misaligned insertion, and/or the use of excessive force. The complaint allegation was not confirmed. No evidence of the failure was received.